Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified distal right coronary artery (rca). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. After pre-balloon dilation, an opticross¿ imaging catheter was delivered. After crossing the lesion, it became stuck. The physician attempted to perform bailout and tried to remove the core, but the core could not be removed. However, the opticross¿ imaging catheter was removed by applying force. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed catheter was returned detached in the telescope assembly, additionally, it was returned with the hub damaged. There was no damage observed on the distal tip or guidewire exit port assembly, however, a kink was observed in the imaging window assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified distal right coronary artery (rca). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. After pre-balloon dilation, an opticross¿ imaging catheter was delivered. After crossing the lesion, it became stuck. The physician attempted to perform bailout and tried to remove the core, but the core could not be removed. However, the opticross¿ imaging catheter was removed by applying force. The procedure was completed with this device. No patient complications were reported and the patient's status is good.